Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2015, the patient underwent an endovascular procedure using a conformable gore® tag® thoracic endoprosthesis (tgu282820j/13307801) to repair subacute stanford type b dissection. The dissection extended from the descending thoracic aorta distal to the left subclavian artery down to the abdominal aorta above the lowest renal artery. There was reportedly no extreme thrombus or calcification in the patient's vessel. It was reported that after the deployment of the device a proximal type I endoleak was observed, which was repaired by implanting a stent graft of another manufacturer (cook zenith tx2) and extending the proximal neck. The final angiography showed a delayed flow to the left subclavian artery, and the physician elected to monitor the patient. On the same day after the procedure, the patient did not awake from anesthesia well. The patient had motion/sensor weakness on his right side of the body, and the cerebral infarction was suspected. CT images taken later revealed the infarction of the left middle cerebral artery. The physician stated that the cause of the cerebral infarction is unknown; however air embolism generated during the deployment of the tx2 device might have caused the infarction. The physician also indicated that the infarction could be attributable to micro thrombus flying to the artery due to manipulation of guidewire, delivery catheter or sheath during the procedure. The patient is still hospitalized and being monitored. Treatment plan will be decided on a later date.